Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed. The oversensing did not lead to any inappropriate therapy or pacing inhibition. The noise was recreated by provocation movements and a conductor fracture was suspected. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments. Visual inspection revealed damage that was most likely induced during the explant procedure. The explant damage included stretched/fractured coils and torn insulation. Resistance tests were completed to assess lead electrical performance. The electrical testing found the lead was non-continuous due to the induced fractures from the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.